Manufacturer narrative:
Additional information was received that there was no further course of action taken at this time.

Event description:
A report was received that the patient will undergo a lead revision for an unknown reason.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient will undergo a lead revision for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for lead revision was to add leads for a new pain area.

Event description:
A report was received that the patient will undergo a lead revision for an unknown reason.